Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog number: 14-380351 lot number: 672500 brand name: m2a 38 head, catalog number: 650-0971lot number: 1397574 brand name: taperloc stem. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-02043 . Investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device not returned for evaluation.

Event description:
It was reported that the patient was revised due to metallosis approximately 7 years post implantation. Attempts have been made and additional information on the reported event is unavailable.